Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t1 and t2 deployed simultaneously. Both implants were successfully removed from the patient. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment was performed. It was observed that t1 was freed from the insertion needle. It was noted that the actuator is still in the proper location for deployment of t1. T2 is still in its proper pre-deployment location. The depth limiter sleeve has a slight crimp and flare at the needle end. The device shows no other signs of abuse. There is no evidence of soiling. The device was functionally tested for proper cycling and advancement. As a result the device cycled properly and t2 deployed properly. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).